Event description:
It was reported that the patient had a solyx device implanted during a procedure on (B)(6) 2020. Following the implantation, the patient has since experienced complications, including leg and groin pain, pelvic pressure, constipation, dyspareunia and inability to empty bladder. Additionally, the patient claims that she has suffered, or may in the future suffer, damages such as physical pain, mental anguish, physical impairment, and medical expenses due to the implantation of the device. On (B)(6) 2024, the patient presented with left inguinal and hip pain, accompanied by left leg discomfort during movement (e.g., shoe application and abduction). Evaluation by general surgery and her primary care provider was unremarkable. She also reported overflow incontinence requiring daily pad use, constipation, and pelvic pressure. Examination revealed a stage I cystocele and stage ii rectocele and the external genitalia appeared atrophic with a narrow introitus. The vaginal cuff was intact without lesions or defects. Cystoscopy showed no sutures or foreign bodies, an intact bladder, and bilateral clear urine efflux from the ureters. During the procedure, the prior transvaginal tension-free (tvt) sling was palpated, and a small linear incision was made for identification and dissection using metzenbaum scissors. Most of the mesh sling was removed; however, a 2-3 cm portion on the far right of the midline remained due to dense scarring with the overlying vaginal mucosa. Hemostasis was achieved, and the incision was closed with 3-0 vicryl in a running fashion. As the cystocele appeared adequately supported post-closure, further repair was deemed unnecessary. The foley catheter was removed, and cystoscopy confirmed an intact bladder with no foreign body. Attention was then directed to the perineum. Allis clamps were applied below the labia minora, and a small transverse incision was made over the lax perineal area. The metzenbaum scissors were used to undermine that perineal skin and vaginal mucosa approximately 2 cm below the vaginal apex and vaginal epithelium was opened in the midline, extending the incision superiorly to the level of the defect. The posterior vaginal epithelium was dissected from the fibromuscular layer bilaterally using blunt and sharp dissection. The prolapse was repaired, followed by midline plication of the posterior vaginal wall using interrupted box stitches. The vaginal epithelium was trimmed and reapproximated with 3-0 vicryl in a figure-of-eight pattern. The bulbocavernosus muscles were plicated in the midline, and the mucosa was closed in a running subcuticular fashion with excellent hemostasis achieved. The patient was transferred to recovery in stable condition.

Manufacturer narrative:
Block h11: blocks a2 (date of birth and age), b2, b5, b7, h2, and h6 have been updated based on the additional information received on october 20, 2025. Block b3 date of event: the exact event onset date is unknown. The provided event date of october 16, 2020, was chosen as a best estimate based on the date of the mesh was implanted. Blocks d4, h4: detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block e1: this event was reported by the patient's legal representation. The implanting surgeon is: (B)(6). Revising physician: (B)(6). Block h6: the imdrf patient codes capture the reportable events of: e2330 - including groin pain, leg pain, pelvic pressure e1007 - constipation, e1309 - inability to empty bladder, e1405 - dyspareunia, e0206 - mental anguish. The imdrf impact code capture the reportable event of: f12 captures the reportable event of the patient had filed a legal claim for the personal injuries related to the device. F1905 - mesh revision.

Manufacturer narrative:
Block b3 date of event: the exact event onset date is unknown. The provided event date of october 16, 2020, was chosen as a best estimate based on the date of the mesh was implanted. Blocks d4, h4: detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block e1: this event was reported by the patient's legal representation. The implanting surgeon is: (B)(6). Block h6: the imdrf patient codes capture the reportable events of: patient code e2330 captures the reportable event of pain including groin pain, leg pain, pelvic pressure. Patient code e1007 captures the reportable event of constipation. Patient code e1309 captures the reportable event of inability to empty bladder. Patient code e1405 captures the reportable event of dyspareunia. Patient code e0206 captures the reportable event of mental anguish. The imdrf impact code capture the reportable event of: impact code f12 captures the reportable event of the patient had filed a legal claim for the personal injuries related to the device.

Event description:
It was reported that the patient had a solyx device implanted during a procedure and has since experienced complications, including leg and groin pain, pelvic pressure, constipation, dyspareunia and inability to empty bladder. Additionally, the patient claims that she has suffered, or may in the future suffer, damages such as physical pain, mental anguish, physical impairment, and medical expenses due to the implantation of the device.